Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the patient's breasts. The area was described as red and the patient's husband reported that the skin had been previously broken down. The patient's home care nurse recommended using neosporin to treat the area. The patient's husband stated that the open part of the irritation has healed and is now scabbed but that the area is still red in some areas. The patient's husband's states that he believes that the lifevest is too tight and that the wires leave indentation marks on the patient's skin. The patient also later mentioned that the garment rubs on her left side. The patient stated that her doctor recommended a powder for her to use. During a follow up, the patient reported that the irritation had improved.